Event description:
It was later reported that the pump was replaced secondary to end of life (eol) and normal battery depletion. It was noted that the pump had 1 month left. It was also reported that the catheter was ¿nicked¿ at the time of expose so the catheter was trimmed and a new connection was used. It was also reported that the catheter may have already been nicked or ¿not working¿. The device system delivered gablofen 900mcg/day. The patient outcome was reported as recovered without sequelae. It was later reported that the catheter was likely leaking at the pump/catheter connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient went into the hospital for a pump replacement because the pump was reportedly leaking. The drug being infused was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was discovered to be broken during the surgery. X-rays had been done prior to the surgery but no catheter problem was seen. The reporter didn't think the patient was having any symptoms prior to the replacement but did note there was fluid accumulating over the pump pocket. As a result of the event, the catheter was replaced. It was noted there was reportedly a sudden change in therapy/symptoms. The time frame of the fluid around the pump was not known but was noted to be prior to the surgery. No further new information was provided.